Event description:
The customer contact reported air in the tubing distal to the air eliminating filter. On an unspecified date, the tubing set was being used to deliver an unspecified concentration of nafcillin. It was reported that after an unspecified length of time, an unspecified number of air bubbles were noted distal to the distal y-site of the tubing set. The customer contact reported that the air bubbles were being generated at an unspecified location at the distal y-site of the tubing set. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.